Event description:
Pt was being propelled in a wheel chair, by a rural transist co driver, from inside the van onto the lift of the van. The pt fell out of the chair onto the lift. The pt sustained an injury that required hospitalization. The driver of rural transist stated he "had her secured while inside the van, but not in the wheel chair going down on the lift."